Event description:
It was reported that a pump alarmed for system error 231 while on a patient. Any patient injury is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 231 through the history log, but could not reproduce it. Review of known contributors led to the determination that the motor assembly was the failing component. The motor assembly was replaced.